Event description:
Pt experienced loss of consciousness. Pacemaker check revealed a malfunction. Lead and pacemaker changed. Pacemaker implanted in 1991, the lead has been recalled, pulse generator found to be nonfunctioning.